Event description:
It was reported the subject device's clip was stuck and could not be removed. The issue occurred during an unspecified diagnostic procedure there were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual fluid or foreign matter comes out of the forceps channel. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's clip was stuck and could not be removed. The issue occurred during an unspecified diagnostic procedure there were no reports of patient harm.